Event description:
It was reported that the patient experienced inadequate stimulation due to high impedance on the lead. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 14838033.